Event description:
It was reported that a patient enrolled in a clinical study underwent total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2008 due to aseptic loosening. The cup was removed and a cup and liner were implanted. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.